Manufacturer narrative:
The investigation determined the issue was not related to the reagent or to the application. According to feedback from the customer, it was assumed the event was caused by poor water quality in the lab as well as poor centrifugation conditions. Replacement of the stat spin centrifuge and improving the water quality helped to bring the calcium results back to the regular level. Since these changes, there have been no further events.

Event description:
The user stated the calcium results from the c501 were higher than the results from the integra. The total number of patient samples involved was unknown. The user provided data for twelve patient samples, of which the results from seven were discrepant. All results are in mg per dl. The initial result was from the c501 and the repeat result was from the integra. The samples were a mixture of serum and plasma. Sample 1 initial result was 10.2, repeat result was 9.33. Sample 2 initial result was 9.9, repeat result was 9.1. Sample 3 initial result was 9.4, repeat result was 8.6. Sample 4 initial result was 10, repeat result was 9.2. Sample 5 initial result was 9.9, repeat result was 9.1. Sample 6 initial result was 10.2, repeat result was 9.4. Sample 7 initial result was 9.6, repeat result was 8.8. None of the initial results were released so, no patients were affected. The field service representative was unable to determine a cause and stated it was a possible water issue or related to the cleaning process. He changed the black water tank with no difference in the results. He performed weekly maintenance and decontaminated the analyzer.